Event description:
The coag would not work when hooked up to either conmed or triad generators in different operating room rooms.

Manufacturer narrative:
Investigation findings: at this point, the defective sample has not been received yet, so it was not possible to perform an additional inspection to the unit to confirm physical characteristics or functionality of the specimen. It was confirmed that the sub-assembly drawing used to build the finished good product is (B)(4). (B)(4) was reviewed to confirm that items from 26 to 33 refer to the failure mode of "cut or coagulation function does not work," which has the following failure causes that can be potentially related: mfg error, design error, user error, packaging error, distribution error or shipping error. Additionally, there are two failure causes that were omitted as there is supporting evidence. The complaint log sheet from the last 12 months was reviewed to confirm that no other cases have been generated before due to the issue under investigation. The (B)(4) log was reviewed to confirm that no nonconformance reports have been issued before that can be related to the case under investigation. A review of the DHR was performed to (B)(4), but no discrepancies or deviations were noted that can be associated to the issue under investigation. Correction: at this point, no correction action has been taken. Root cause analysis: the root cause of this issue is not determined because the defective unit was not available to perform additional inspections. There were no discrepancies reported in the DHR of the work order involved (B)(4). Corrective action and/or systemic correction action taken: at this point, no corrective actions have been taken considering that after the investigation it was not possible to determine a root or possible cause since no samples were available for testing or inspection. Preventive action: no preventive actions have been taken considering that after investigation it was not possible to determine a root or possible cause since no samples were available for testing or inspection.